Event description:
It was reported that during a low anterior resection procedure, the doctor used the device to staple the ima. The stapler seemed to close okay during the first firing, but on the second firing, there was no obvious click. When she fired the stapler, the firing handle seemed to have locked out half way through the firing. The doctor was concerned that the misfire would cause bleeding. Fortunately, all that happened was that the staples had fired halfway across the cartridge (but not at the distal end) and there seemed to be no cut line as if the cutting mechanism did not initiate. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 05/19/2009. Information anticipated, but unavailable at this time.